Manufacturer narrative:
B.5 update: it was reported that an oxygenation malfunction was detected in the affinity nt oxygenator within 6 hours of operation during use. Abnormal readings appeared on the monitor, and no bubbling was observed. The device was replaced to complete the procedure. No patient complications have been reported as a result of this event. The oxygenator lot numbers associated with the pack are 230207316 and 230183919. E.initial reporter: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an oxygenation malfunction was detected in the affinity nt oxygenator within 6 hours of operation during use. Abnormal readings appeared on the monitor, and no bubbling was observed. The device was replaced to complete the procedure. It was unknown if there was any complications as a result of the event.  The oxygenator lot numbers associated with the pack are 230207316 and 230183919.